Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case details were reviewed. As per the case description, the system became unresponsive, usually after downloading images from electronic picture archiving and communication systems (pacs). As per the information provided on (B)(6) 2025, logs were unavailable as the solid state drive (ssd) could not be located. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the ssd was replaced. Codes b01, c07, and d02 apply. The ssd, lot number: s6psnz0w504340v, was returned for analysis. The ssd became unresponsive in the patient data menu during testing. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411, ubd: unknown, UDI#: unknown; product ID: 9735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to the issue usually occurring after downloading images from pacs (picture archiving and communication system) a110201: applicable to the system becoming unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system became unresponsive, usually after downloading images from pacs (picture archiving and communication system). Troubleshooting steps included ensuring there were not too many patient exams on the system, confirming only 33 were present. Logs from a previous occurrence were uploaded but not yet analyzed. The probable cause could be a faulty ssd (solid state drive) or computer, recommending the replacement of the ssd first. There was no patient involved.